Manufacturer narrative:
The broken instrument was not returned and cannot be analyzed. A batch number was provided however this number has no corresponding in our system. The right batch number is unknown, no DHR review can be done. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a root facer radix anker separated during treatment. The tip remained in the root canal. There was no patient injury.